Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump stuck arrow up key and center key when delivering bolus. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that the insulin pump passed self test. Customer stated that the every time he delivered a bolus he needs to go back and forth to make it work explain that button presses may be delayed or fail to respond if pressing too rapidly on buttons.no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.